Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had worn a pod they had experienced a burn in which left a permanent scar at the pod infusion site. The patient reports they received a steroid cream from their doctor to treat the infusion site. No further information has been provided as to this event.